Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. There was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to "perforation of the free wall of the rv into the pericardium." Linox smart s dx 65/17, sn: (B)(4) was implanted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.